Event description:
The customer reported that the touch screen was exhibiting a slight anomaly on the lower portion of the display. Unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.